Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from two different patient samples when tested on an eciq immunodiagnostic system. The results were lower than expected when compared to results obtained from a non-vitros (siemens) tsh method. The most likely assignable cause of the lower than expected vitros tsh results is the presence of biotin in the samples. The tsc confirmed that the patients were both taking biotin daily. In july 2018, ortho issued a customer communication to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 g/dl). Therefore, a sample interferent (biotin) that affects the vitros tsh assay is a likely contributing factor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest a systemic quality issue with tsh lot 5855. In addition, the historical qc results were reviewed and it is concluded that tsh lot 5855 was performing as expected. A tsh reagent lot 5855 has been ruled out as a contributing factor of the event. The customer performed within run precision testing using a vitros ttc (total thyroid control) and the results were acceptable indicating the vitros eciq immunodiagnostic system was performing as expected. An instrument issue is not a likely contributing factor to this event.

Event description:
A customer obtained lower than expected vitros tsh results from two different patient samples when tested on an eciq immunodiagnostic system. The results were lower than expected when compared to results obtained from a non-vitros (siemens) tsh method. Patient 1 vitros tsh result of 0.05 and 0.05 miu/l versus the expected non-vitros (siemens) result of 1.91 miu/l patient 2 vitros tsh result of < 0.015 and < 0.015 miu/l versus the expected non-vitros (siemens) result of 0.52 miu/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros tsh patient sample results were reported from the laboratory, however, sample testing was repeated at a reference laboratory and the results from the reference laboratory were reported to the physician. There was no allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).